Event description:
It was reported that the while trialing, the surgeon pushed the instrument into place and the stress of that caused it to fracture. There was no consequences or impact to the patient.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: proposed component (annex g) code is mechanical (g04) - provisional bottom visual inspection of the returned item # 42517000303 lot # 63463419 found it to exhibit signs of repeated use nicked / gouged and the post feature has fractured off. All pieces were not returned the device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified no hardware failure or loosening. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.